Event description:
A health care professional the thickness of the flap was inaccurate where corneal epithelial of the eye was hit during the operation, and there was a fish scale shaped abnormality, during the flap lifting process, the lower flap was torn in the left eye during lasik surgery. The patients symptoms was improving. There are multiple related reports for this event. This report addresses the patient hy y's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. This file was found duplicate of manufacturer internal reference number is (B)(4). Hence, not qualified for the reportable event.

Manufacturer narrative:
Corrected information provided in a.2., a.3., b.5., h.10., and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This file is duplicate for manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).